Event description:
The reporter indicated that a 13.7mm vticm5_13.7 implantable collamer lens of -10.0/+1.0/095 (sphere/cylinder/axis) was implanted upside down into the patient's right eye (od) on (B)(6) 2022 . The lens was implanted, removed and replaced intraoperatively with no patient injury. Problem resolved. Cause of event was unknown.

Manufacturer narrative:
(B)(4). Lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).